Manufacturer narrative:
Device evaluation: evaluation of (B)(4) revealed depositions in the rotor bearing ball and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis and elevated ldh. The rotor bearing ball revealed a pink, tissue-like deposition. The deposition had a ring-like structure, which is an indication that it likely developed over a period of time while the pump was in operation. However, its origins and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR report# 2916596-2014-01587. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with hemolysis and an elevated lactate dehydrogenase (ldh) level. At the time of admission, the patient's international normalized ratio (inr) was 3.4 and the patient was placed on heparin. The customer reported that there were no atypical pump parameters observed related to the event. A ramp echocardiogram revealed mild outflow cannula anastomosis obstruction, but no inflow obstruction. There was marked left heart enlargement at a relatively high pump speed setting with evidence of slightly lower than expected pump output at each speed in the setting of modest systemic hypertension and roughly moderate grade aortic valve regurgitation. It was also reported that there was underlying severe left ventricle systolic dysfunction, but right heart size and function appeared reasonable. The patient underwent a pump exchange on (B)(6) 2015.